Event description:
The customer reported the ac charge light will not come on. There was no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.